Manufacturer narrative:
Final analysis found that the lead did not pass insertion testing into a test is4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the high lead impedance issue.

Event description:
It was reported that the patient presented for initial implant. During procedure, the left ventricular lead had high impedance during the psa test. The lead was not used and replaced. The patient was stable throughout the procedure.